Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but this reference has the same catheter as the product reference (B)(4) cleared under # 510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other similar incident has been declared this batch of access ports released in march 2016. Investigation results: the involved celsite access port from batch 36906510 has been returned to the manufacturer for evaluation. No defect is visible on the returned device. Injection test: an injection test has been performed: no leak or abnormality detected. Then the catheter has been pinched and an injection test under a pressure of 6 bars has been performed: no leak detected. Dimensional measurements: the device dimensionally conforms to the specifications. X-ray picture examination: the x-ray picture shows : a contrast media leak is visible after the connection ring; that the catheter is not ruptured; that the catheter tip is highly positioned at the entrance of the heart; the presence of a fibrin sleeve around the catheter. The presence of the fibrin sleeve explains the leak effect reported by the user. In fact during the injection, the solution flows back between the fibrin sleeve and the catheter and then creates a little pool, which could be confused with a leak at the end of the fibrin sleeve (near the catheter connection). Conclusion: the access port does not present any leak. No defect has been detected on the returned sample. The leak detected by the customer results from the formation of a fibrin sleeve around the catheter. When a fibrin sleeve is formed around a catheter, the injected product reflux along the catheter and leak out of the vein. A high position in the superior vena cava favors the development of fibrin around the catheter. As mentioned in the IFU, "it is recommended to place the catheter tip in the superior vena cava, at the entrance of the right atrium taking into account possible catheter tip movement." The device received conforms to our specification. No corrective action is envisaged.

Event description:
Extravasation detected during the injection of the treatment. The patient complaints of pain. Cutaneous reaction. The opacification checking shows a leakage at the level of the connection catheter/port. The access port is removed.